Event description:
A medtronic representative reported that, while in a spine procedure, the tactile awl appeared inaccurate, depending on the angle when rotating the instrument. The procedure was completed with the use of the stealthstation treon treatment guidance system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight is unavailable from the site at this time. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. Medtronic representative following-up with site explained difference between verified vs. Calibrated instruments. Understood issue was not due to system but procedure workflow. Suspect part has not yet been received by manufacturer for investigation.